Event description:
A break of the catheter. The indwelling period is unknown. The distal end of the catheter was not returned.

Manufacturer narrative:
This complaint is inconclusive due to the condition of the sample. Both the venous and arterial lumens were found patent to infusion. A 12 cc syringe filled with water was attached to the arterial and venous lumens sequentially. During hydraulic pressurization of the venous and arterial lumens, no leaks were observed. The catheter has been observed both by gross and microscopic examinations showed no apparent breaks or tears in the catheter that was returned. The distal end of the catheter that contains the venous staggered tip has been severed by the complainant was not returned for evaluation. Gross visual, functional and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.